Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had compromised force sensor system alarm and drive support cap was protruded. The customer's blood glucose level was 135 mg/dl. The customer reported that the insulin was squirting out of the insulin pump. The insulin pump will be returned for analysis.

Manufacturer narrative:
The device alarmed prime during the basic occlusion test due to loose and protruded drive support disk. Pump passed the displacement test. Unable to perform the prime test, occlusion test and no delivery test due to prime alarm. No blank display anomaly was noted.